Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was in a moderately tortuous and severely calcified below the knee artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm upon third inflation when inflated for 30 seconds. The device was removed without problem with the usual method. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).